Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture threshold. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicates the high threshold was not determined. Lead 7842 was used as a temporary pacemaker lead during the lead extraction. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture threshold. A new lead with the same model was implanted. No additional adverse patient effects were reported.